Manufacturer narrative:
(B)(4).

Event description:
Allegedly revised due to pain.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updateed the investigation is complete. This event occurred in the (B)(6).